Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9327785 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. For further investigations it's recommended that the involved sample be provided for evaluation. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system became loose and separated from the hub while the device was inserted into the patient. The following information was provided by the initial reporter: "the rubber port that remains after needle is removed, became loose and fell off while device inserted in patient."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/1/2021. H.6. Investigation: our quality engineer inspected the representative sample submitted for evaluation. The reported issue was not confirmed upon testing of the representative sample. Bd could not determine the initial cause of the failure since the failure was not confirmed. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review was completed by our quality engineer team for provided lot number 9327785. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system became loose and separated from the hub while the device was inserted into the patient. The following information was provided by the initial reporter: "the rubber port that remains after needle is removed, became loose and fell off while device inserted in patient."